Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones around mid october 2021. Subsequently, an follow up was scheduled, and it was noted that the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.additional information received indicates that the patient was hospitalized and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned incepta ICD was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones around mid october 2021. Subsequently, an follow up was scheduled, and it was noted that the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information received indicates that the patient was hospitalized and the device was explanted and replaced. No additional adverse patient effects were reported.